Event description:
Stent was placed therapeuticially in 2004. When it was removed in 2005 with a retrograde pyelogram the kidney coil of the stent broke off and was left in the pt, in two pieces. The pieces were subsequently removed through a percutaneous procedure.